Manufacturer narrative:
Unique identifier (UDI): (B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that he had an episode of peritonitis. During follow up the patient¿s peritoneal dialysis nurse reported a culture of the patient's effluent performed on (B)(6) 2016 tested positive for staph epidermis, the patient was diagnosed with peritonitis. The nurse reasonably associated the infection with touch contamination, which was a result of poor aseptic technique on behalf of the patient. The patient was prescribed 500 milligrams of vancomycin, taken every 48 hours, and the patient was not hospitalized for the event. A follow up culture performed on (B)(6) 2016 was negative, and the patient has since been retrained to use proper aseptic technique. The patient has fully recovered.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient that he had an episode of peritonitis. During follow up the patient¿s peritoneal dialysis nurse reported a culture of the patient's effluent performed on (B)(6) 2016 tested positive for staph epidermis, the patient was diagnosed with peritonitis. The nurse reasonably associated the infection with touch contamination, which was a result of poor aseptic technique on behalf of the patient. The patient was prescribed 500 milligrams of vancomycin, taken every 48 hours, and the patient was not hospitalized for the event. A follow up culture performed on (B)(6) 2016 was negative, and the patient has since been retrained to use proper aseptic technique. The patient has fully recovered.